Event description:
It was reported that the cartridge was not fitting onto the pump properly. There was no reported impact to the customer¿s blood glucose level. The reported issue could not be confirmed.